Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing which resulted in a decrease in biv pacing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 lead, implanted: (B)(6) 2009, 694575 lead implanted: (B)(6) 2000. (B)(4).